Event description:
It was reported by the physician that she couldn't interrogate the pt's device. She tried doing all the troubleshooting steps but it did not resolve the problem. She indicated that pt still perceives stimulation and does not feel the generator is at end of service. The last time she interrogated the device was back in (B)(6) 2009 and diagnostics results that time showed everything within normal limits with eri=no. She indicated that she does not believe the problem is with the wand since she could interrogate another pt's device. However, she did have trouble with that pt as well but she was abel to get pass through it without problems. Good faith attempts to obtain additional info has been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.